Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the helix was fully retracted and the drive shaft lug stuck behind the retraction stop, and this indicated that the helix exceeded specification the number of turns during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was advanced to the intended location, but it was not possible to extend the helix mechanism. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.